Manufacturer narrative:
Eval summary: the product was returned in a different MFR's lens case. Solution is dried on the lens. Broken haptic damage, split/cracked optic damage, and areas of yag optic damage were observed. A lens bench test could not be conducted due to the damage. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not identify a root cause for the complaint of halos. The optical resolution could not be verified due to the damage to the optic of the returned lens. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggest that it is not mfg related. Due to the presence and the condition of the returned sample, the damage is mostly likely customer related. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd. (B)(4).

Event description:
A nurse reported that following a bilateral intraocular lens (iol) implant procedure, a pt experienced halos. The lens was exchanged two yrs and eight months later for another lens model and power. The nurse reported a planned vitrectomy and enlarged incision were performed during the lens exchange. In a f/u, a technician reported the pt continues to have blurry vision following the lens exchange procedure. There are two medical device reports for this complaint. This file is for the right eye.